Manufacturer narrative:
(B)(4). B3: event date - article was published on an unknown date in may 2025. D10: unknown, femoral component, unknown lot. Unknown, articular surface, unknown lot. G2: literature: gunda, b., goldberg, l. Alban, a. Strecker, s. Mccracken, c., carangelo, r. J., witmer, d. (2025) the effect of the design of polyethylene inserts in total knee arthroplasty on patient reported outcomes. Journal of the aaos global research & reviews. 9(5)1-6. Https://doi.org/10.5435/jaaosglobal-d-25-00075. The event is not confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. Reported event is not related to device therefore, a compatibility review is not applicable. No further actions will be initiated as a result of reported event. Root cause of the reported event is not device related.

Event description:
It was reported from a journal article that one in six patients were readmitted within 30 days after the initial knee arthroplasty due to pulmonary embolism. Attempts have been made; however, no additional information is available.